Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) had an issue. A reposition of the pump was performed. The ipp was explanted. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).